Event description:
The nxstage cartridge that was pulled for use on the patient was missing a male component to hook into the crrt machine and therefore was unusable. Manufacturer response for nxstage cartridge, (brand not provided) (per site reporter): I talked to tech support. She is sending me shipping material.